Event description:
It was reported that a spectrum pump had an inoperable keypad, with the #0, #1, and #2 keys working intermittently. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of keypad inoperable through the history log, but could not reproduce it during eval. Eval found the #0, #1, #2 and #3 keys to be inoperable caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.